Event description:
Boston scientific was notified that during a procedure the distal 10 cm of the transend ex .014"/205 soft tip guidewire detached and broke off in the pt. At this point the physician decided not to try and remove the guidewire.